Event description:
Reporter alleged attempting to test on the compact plus system at 5 pm and being unable to complete the test because of strip and power problems. Reporter stated his wife found him several hours later after he had lost consciousness and she called the emts. Reporter stated the emts obtained a result of 62 mg/dl on their system and gave him a glucose shot before taking him to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.